Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Complaint data is reviewed periodically per the quality data review process. Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 for a gastrointestinal bleeding due to patient feeling 'different' and tarry stools. Dark, black looking stools over the last one or two weeks. Patient started to feel weaker and noticed some shortness of breath with exertion which felt like the prior symptomatic anemia for prior gastrointestinal bleeding. Patient was transfused two units packed red blood cells. Octreotide has been tried in the past to mitigate gi bleeding without success. On (B)(6) 2019, patient underwent double balloon enteroscopy without fluoroscopy. A single angiectasia in the mid jejunum was bleeding that was cauterized with argon plasma cauterization. Inr remains decreased goal of 1.8-2.5. Patient's hemoglobin had dropped from 14 at prior visit to 6 in the ed. Patient was resumed on coumadin and heparin that evening. No further or additional information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.